Event description:
No harm to the patient. While placing an IV in a large vein, could feel the needle access the vein, no flash occurred. Pulled the needle back and cath/line filled immediately with blood, successfully advanced the catheter to gain appropriate IV access.